Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. Two pieces measuring proximately 12mm x 4mm was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip of the tip-up fenestrated grasper could not be put back in a straight position. At that time, the grasper was still sitting in a trocar. To remove the trocar, the grasper was manually bent, damaging it (tip detached from the shaft). There is no further information available at this time. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. Fragments did not fall into the patient. There was no replacement of the instrument needed as the event occurred at the end of the case with no delay.